Event description:
A reservoir volume higher than expected in the pump was observed at multiple visits. A catheter revision surgery was performed due to a suspected catheter occlusion. At a post revision follow-up visit a reservoir volume higher than expected in the pump was observed again. The physician continued to monitor the pump for the expected amount of drug over the next couple of visits. The pump was explanted from the pt on (B)(6)2014.

Manufacturer narrative:
Details regarding this issue were clarified on (B)(6) 2014. Device is being investigated at the mfg site. When the investigation is complete, a supplemental MDR will be filed. (B)(4).